Manufacturer narrative:
Additional information in b5. H10: device logs were examined and customers protocol was identified and tested using the protocol found in the log. Customer reported vial to be 25mg; however, standard lcpca vials are designated in ml not mg. 25mg of 0.1 mg/ml equals a 250 ml syringe that would not fit into device. The delivery accuracy test was performed to attempt to duplicate the reported issue of over delivery. The reported issue was not duplicated. The reported issue was also not confirmed in history. A review of the device history showed that the device delivered as programmed. The probable cause of the reported issue could not be determined. Customer protocol ran: 0.1 mg/ml pca + continuous, no loading dose, pca dose 0.4 mg, lockout 15 min, continuous rate 0.5 mg/hr, dose limit 6 mg/hr. Ran for 2.579 hours. Total delivered= 20.2. Vial was filled to approximately 25 ml of water, after protocol approximately 4 ml of water in vial. Device delivered accurately and passed all pvt testing.

Event description:
The customer stated the medication involved in the event was dilaudid 25mg syringe. It was programmed correctly and was verified by 2 nurses. The medication infused within 2 hours time. The customer stated the patient was unharmed and just lethargic. The pump was discontinued and placed in secure area with charge nurse until picked up.

Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a lifecare pca pump that the customer reported the pump overdosed and pushed too much of an unspecified medication to the patient. There was patient involvement, however there was no adverse event and no delay in critical therapy.